Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently delivered a bolus for 20 units of insulin instead of the intended bolus for 20 grams of carbohydrates. Blood glucose level was 28 mg/dl. Juice and food was consumed to treat bg level. Tandem technical support assisted the customer with tuning the carbohydrates feature on.